Event description:
It was reported that a pump had a cracked touchscreen, making it unresponsive and illegible. The customer's blood glucose levels exceeded a safe threshold, described as "high." The customer administered a correction injection using multiple daily injections (mdi). The customer reverted to manual injections for insulin therapy.